Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient report on (B)(6) 2013 at 7:02 am she activated a new pod and her blood glucose and insulin history is as follows: time: 7:05 am, bg (mg/dl): 230, bolus (u): 2.15; 12:29 pm, "high" (greater than 500), 8.5. She was not feeling well; had hard time breathing and there tightness in her chest with chest pains. Time: 12:47 pm, bg (mg/dl) 492. She took a bus to (B)(6) health center. Time: 1:15 pm, bg (mg/dl) "high" (greater than 600) (health center's meter). She was then rushed to (B)(6) hosp. By ambulance. Upon arrival she was admitted to the intensive care unit for dka and exacerbated addison's disease. She was discharged from the hospital on (B)(6) 2013 at 7:30 pm.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.